Event description:
It was reported that a patient was having a problem with therapy and had a return of symptoms and a loss of therapeutic effect for about two months. It was noted that the patient was not feeling stimulation for about two months. The reporter stated that the patient fell in early october and early december and since then therapy had not been working as well. It was reported that prior to two months ago the therapy was providing relief. It was noted that when the patient got up quickly, was sitting down on a chair, or was getting up in the middle of the night ¿it comes immediately¿ which started a couple of months ago. It was unclear what ¿it comes immediately¿ referred to. It was reported that program 2 was at 3.9 volts, program 3 was at 5.9 volts, program 4 was at 5.3 volts, and the patient was not feeling stimulation on any setting. It was noted that the patient went back to program 2 at 3.9 volts. The reporter stated that the patient had a difficult time using the antenna and patient programmer to communicate. It was noted that there was a problem with the patient programmer and the patient was not able to make adjustments with the antenna attached. It was later reported that the patient programmer would not work with the external antenna. Analysis of the patient programmer revealed no anomaly. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v926162, implanted: (B)(6) 2012, product type: lead. (B)(4).